Event description:
It was reported that the customer passed away. Caller stated that the customer was wearing the insulin pump at the time of passing and the last blood glucose recorded in meter or insulin pump was unknown. Caller stated that the customer died due to diabetes complications, heart failure and coronary artery disease. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.